Manufacturer narrative:
The reported event of insulation abrasion was confirmed. As received, a complete lead was returned in two pieces. Connector portion (a) measured 12.9cm while distal portion (b) measured 62.3cm/60.0cm (ptfe liner, cables and inner coil/lead body). Visual inspection of the lead found an external insulation abrasion (50.0 cm to 50.3cm from the distal tip) breaching the right ventricular cable lumen proximal to suture sleeve tie impression. The ethylene tetrafluoroethylene (etfe) cable coating was not abraded in this location. The cause of the external insulation abrasion was consistent with friction to the device can. The right ventricular shock coil was shifted distally consistent with procedural damage. Further analysis found two internal insulation abrasions breaching the right ventricular (6.0 cm to 6.8 cm from the distal tip) and ring electrode (6.4cm to 6.8cm from the distal tip) cable lumens underneath the right ventricular shock coil. One right ventricular etfe cable coating was abraded while the ring electrode cables were not abraded in these locations. Explant date should have been (B)(6) 2019 not (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented (B)(6) 2019 for a routine procedure for a generator change. During the procedure an insulation breach was observed on the lead. The patient remained in hospital and the lead was extracted (B)(6) 2019. The patient was stable before, during and after the procedure and was discharged.